Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable condition. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) verified the issue. The se inspected the device and found lose connection from expiratory module and patient circuit. Se reconnected them properly and performed the est also ran the device for 24 hours with no issues. The unit passed all testing and operates within the manufacturing specifications.